Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. During call with tandem technical support the customer was guided to perform various troubleshooting steps and no issues were identified.